Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, high pacing thresholds and loss of capture. This lead was subsequently explanted and replaced. This lead is not expected to be returned. No additional adverse patient effects were reported.